Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the products of this lot were found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation with the stent partially deployed for one mm. During sample evaluation a cassette post required to transmit force of the deployment mechanism to the catheter was found broken. An indication for a manufacturing related cause could not be found. Based on sample evaluation, incomplete stent deployment and a broken component inside the deployment handle are confirmed. However, a definite root cause could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The potential risk of the reported issue was found addressed, as the instructions for use states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit". Potential factors that may have caused or contributed to the reported issue were found addressed: "do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment". Regarding preparation and accessories the instructions for use states that pre-dilation of the the lesion should be performed using standard techniques. A 6f (2.0 mm) or larger introducer sheath, and 0.035 inch (0.89 mm) diameter guidewire should be used. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly did not open. There was no reported patient injury.